Event description:
It was reported that during a moderately tortuous, heavily calcified, distal left anterior descending coronary artery procedure, during deployment the 3.0 x 18 mm xience v stent dislodged and was implanted in the artery in an unintended site. Another device was used to successfully complete the procedure. There were no adverse patient effects or a clinically significant delay in the procedure reported. There was no additional information provided.

Event description:
Subsequent to the previously filed medwatch, new information received states that there was resistance felt during advancement of the device to the lesion due to the heavy calcification. The stent dislodged proximally during the deployment attempt. A non-compliant balloon was used to fully deploy the stent. The majority of the stent was deployed in the lesion; however, there was a small portion of the stent deployed in healthy tissue. Another stent was deployed to complete coverage of the lesion. There was no additional information provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint database revealed no other similar incidents reported for dislodged/ dislocated stent or physical resistance from this lot. Based on the reviewed information, no product deficiency was identified;.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.